Event description:
Complaint received and reported a transducer that was reprocessed without having the nose cone disassembled. This incorrectly-reprocessed transducer has been used in one percutaneous nephrolithotomy (pcnl) therapeutic procedure. There was no patient harm or infection reported. No user injury reported. On the report , according to the reporter, the shockpulse kit arrived without any paperwork. Cssd hand-washed the items and packed them ready for the patient. Since the hospital did not have any documentation of what the kit consisted of they did not disassemble any of the components and washed and sterilized as it was presented. The handpiece was last used on the (B)(6) of (B)(6) and was sterilized after use.

Manufacturer narrative:
It was reported that a spl-t transducer was reprocessed without having the nose cone disassembled. It occurred because the shockpulse -se kit was sent to the customer without any paperwork. This incorrectly-reprocessed transducer was used only in one pncl procedure. After the incident, the customer found some old paperwork from the last time they rented the shockpulse, and they noticed that the spl-t transducer needed to be fully disassembled prior to cleaning and sterilization. There was no patient harm or infection reported. The device was not returned for evaluation. DHR (device history record) review was not conducted as device serial number was unknown. The reported failure is addressed in shockpulse-se lithotripsy system (spl-s) instructions for use (spl-IFU_an) page 10 : " the nose cone must be disassembled from the transducer, the probe removed and the cleaning stylet removed from within the probe or transducer prior to cleaning and sterilization."( cautions#10) the customer was informed and now has become aware that the spl-t transducer needed to be fully disassembled prior to cleaning and sterilization, and the reported issue has been addressed by service business center (sbc) australia -feedback team and sales representative and therefore, no further actions will be needed at this time. Olympus will continue to monitor complaints for this device.